Event description:
During carotid surgery three pruitt-inahara carotid shunts did not function as expected. Either the balloon would not completely inflate or deflate, and the third one leaked. There was no impact to the patient at any time. The first shunt (lot #pis 1157) was found to have the balloon not be completely round and would not deflate on testing. The second shunt (lot# pis 1345) would not inflate evenly and would not deflate. The third and final shunt (lot # pis1157) was leaking after it was finally inflated.